Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that flush line was connected to side port on sheath throughout procedure, a clear fluid leakage was noted from the back of the sheath from the hemostatic valve. The procedure was completed successfully using same device and no patient complication were reported. The device is not expected to be return for analysis. It was mentioned that slow drip leak of clear fluid, approximately 1 drop every 1-2 seconds from the proximal handle, more specifically from the hemostatic valve of the handle was noted. No air was noted. IV pump method of irrigation was used and the flow rate was 100 ml/ hr.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.